Event description:
A customer reported experiencing a tandem mobi cartridge alarm during insulin pumping, which led to a significant rise in blood glucose levels, reaching 680 mg/dl. Due to the elevated levels, the customer required assistance from her children, who administered medication through the nasal. Fortunately, the event did not cause any injuries, although the presence of ketones was not determined. To address the issue, technical support confirmed the alarm and guided the customer to remove the cartridge, deliver a correction bolus, and reload the original cartridge, which was successfully completed. The customer successfully resumed insulin therapy, and the issue was resolved. As a precaution, the customer requested replacement cartridges and infusion sets after replacing four sets due to the alarm.